Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032758) on (B)(6) 2014. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), genital haemorrhage ("heavy bleeding at times"), myelitis transverse ("transverse myelitis"), autoimmune thyroiditis ("hashimotos thyroid (autoimmune condition)/ worsening of my autoimmune symptoms") and myelopathy ("neurological change in myelin of my spinal cord at t11-t12") in a 43-year-old female patient who had essure (batch no. A06689) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and patient-device incompatibility "the implant on my left side has been rejected by my body". The patient's past medical history included gravida I (live birth: on (B)(6) 2004) in 2004 and parity 1 in 2004. Previously administered products included for an unreported indication: bc pills from 2012 to 2013 and mirena from 2002 to 2012. Past adverse reactions to the above products included genital haemorrhage with mirena; and weight increased with bc pills. Concurrent conditions included depression since 2000 and nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("cramping/lower pelvis/abdomen,specifically right side (persistent pain with bending, sitting, intimacy)"). In may 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced myelitis transverse (seriousness criterion medically significant) and autoimmune thyroiditis (seriousness criterion medically significant) with muscular weakness, fatigue, asthenia, alopecia and mood swings. In august 2013, the patient experienced pain in extremity ("pain/fullness in calves"). In september 2013, the patient experienced abdominal pain ("persistent abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), myelopathy (seriousness criterion disability) with muscular weakness, panic attack ("panic attacks"), dyspareunia ("extreme pain with intercourse/pain during intercourse/pain with intercourse"), abdominal distension ("bloating"), depression ("depression worsening"), disturbance in attention ("inability to concentrate"), allergy to metals ("hypersensitivity reaction") with dysgeusia, vaginal discharge and food allergy and anxiety ("anxiety"). The patient was treated with essure removal in december 2013. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and allergy to metals had resolved and the genital haemorrhage, myelitis transverse, autoimmune thyroiditis, myelopathy, panic attack, dyspareunia, abdominal distension, depression, disturbance in attention, pain in extremity and anxiety outcome was unknown. The reporter provided no causality assessment for dyspareunia, myelopathy and panic attack with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, autoimmune thyroiditis, depression, disturbance in attention, genital haemorrhage, myelitis transverse, pain in extremity and pelvic pain to be related to essure. The reporter commented: patient did retain the essure or any portion of it (unspecified). Plaintiff was admitted in sep/oct 2013 for anxiety attack; 2013 to present for transverse myelitis, 2013 to present for hashimoto's / transverse myelitis / general medicine. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative MRI - a neurological change in the myelin of her spinal cord at t11-t12. Current weight: 175 units not specified approximate weight at the time of essure placement: 180 units not specified. On unspecified date, patient had performed vaginal ultrasound. On (B)(6) 2013, patient's pre-procedure blood pressure: 108/78 (unit unspecified) pre-procedure pulse: 66 (unit unspecified) pre-procedure temperature: 98.3 (unit unspecified). The number of expanded coils that appeared trailing into the uterine cavity was 1 from the first tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032758) on 13-jan-2014. The most recent information was received on 15-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left sided device is not in the correct position'), device expulsion ('right coil had migrated into my uterus'), pelvic pain ('persistent pelvic pain'), genital haemorrhage ('heavy bleeding at times'), myelitis transverse ('transverse myelitis'), autoimmune thyroiditis ('hashimotos thyroid (autoimmune condition)/ worsening of my autoimmune symptoms') and myelopathy ('neurological change in myelin of my spinal cord at t11-t12') in a 43-year-old female patient who had essure (batch no. A06689) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "the implant on my left side has been rejected by my body". The patient's medical history included gravida I (live birth: on (B)(6) 2004) in 2004, parity 1 in 2004 and polycystic ovarian syndrome. Previously administered products included for an unreported indication: bc pills from 2012 to 2013 and mirena from 2002 to 2012. Past adverse reactions to the above products included genital haemorrhage with mirena; and weight increased with bc pills. Concurrent conditions included depression since 2000 and nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping/lower pelvis/abdomen,specifically right side (persistent pain with bending, sitting, intimacy)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced myelitis transverse (seriousness criterion medically significant) and autoimmune thyroiditis (seriousness criterion medically significant) with muscular weakness, fatigue, asthenia, alopecia and mood swings. In (B)(6) 2013, the patient experienced pain in extremity ("pain/fullness in calves"). In (B)(6) 2013, the patient experienced abdominal pain ("persistent abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), myelopathy (seriousness criterion disability) with muscular weakness, panic attack ("panic attacks"), dyspareunia ("extreme pain with intercourse/pain during intercourse/pain with intercourse"), abdominal distension ("bloating"), depression ("depression worsening"), disturbance in attention ("inability to concentrate"), allergy to metals ("hypersensitivity reaction") with dysgeusia, vaginal discharge and food allergy and anxiety ("anxiety"). The patient was treated with surgery (exploratory laparotomy,bilateral extraction of essure device,bilateral tubotubo anastomosis and exploratory laparotomy,bilateral extraction of essure device,bilateral tubotubo anastomosis(B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, myelitis transverse, myelopathy, panic attack, dyspareunia, abdominal distension, disturbance in attention and pain in extremity outcome was unknown, the pelvic pain, abdominal pain lower, abdominal pain and allergy to metals had resolved and the autoimmune thyroiditis, depression and anxiety was resolving. The reporter provided no causality assessment for dyspareunia, myelopathy and panic attack with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, autoimmune thyroiditis, depression, device dislocation, device expulsion, disturbance in attention, genital haemorrhage, myelitis transverse, pain in extremity and pelvic pain to be related to essure. The reporter commented: patient did retain the essure or any portion of it (unspecified). Plaintiff was admitted in (B)(6) 2013 for anxiety attack; 2013 to present for transverse myelitis, 2013 to present for hashimoto's / transverse myelitis / general medicine. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: results: negative. Ultrasound pelvis - on an unknown date: confirmed right coil had migrated into uterus.. Ultrasound scan vagina - on an unknown date: essure was not in the correction location in both fallopian tubes.. X-ray - on an unknown date: essure was not in the correction location in both fallopian tubes.. Diagnostic results: MRI - a neurological change in the myelin of her spinal cord at t11-t12. Current weight: 175 units not specified. Approximate weight at the time of essure placement: 180 units not specified. On unspecified date, patient had performed vaginal ultrasound. On (B)(6) 2013, patient's pre-procedure blood pressure: 108/78 (unit unspecified). Pre-procedure pulse: 66 (unit unspecified). Pre-procedure temperature: 98.3 (unit unspecified). The number of expanded coils that appeared trailing into the uterine cavity was 1 from the first tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: ppf received: new events- "left sided device is not in the correct position, right coil had migrated into my uterus", reporter, lab data added. Previously reported event "essure confirmation test not done" deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032758) on 13-jan-2014. The most recent information was received on 25-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left sided device is not in the correct position'), device expulsion ('right coil had migrated into my uterus'), pelvic pain ('persistent pelvic pain'), myelitis transverse ('transverse myelitis'), autoimmune thyroiditis ('hashimotos thyroid (autoimmune condition)/ worsening of my autoimmune symptoms') and myelopathy ('neurological change in myelin of my spinal cord at t11-t12') in a 43-year-old female patient who had essure (batch no. A06689) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "the implant on my left side has been rejected by my body". The patient's medical history included uti in (B)(6) 2012, gravida I (live birth: on (B)(6)2004) in 2004, parity 1 in 2004, polycystic ovarian syndrome and hypothyroidism. Previously administered products included for uti: antibiotics in (B)(6) 2012; for an unreported indication: bc pills from 2012 to 2013 and mirena from 2002 to 2012. Past adverse reactions to the above products included genital haemorrhage with mirena; and weight increased with bc pills. Concurrent conditions included depression since 2000 and nickel sensitivity. Concomitant products included naltrexone, nicotinic acid (niacin) and thyroid (armour thyroid). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced abdominal pain lower ("cramping/lower pelvis/abdomen,specifically right side (persistent pain with bending, sitting, intimacy)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced myelitis transverse (seriousness criterion medically significant) and autoimmune thyroiditis (seriousness criterion medically significant) with muscular weakness, fatigue, asthenia, alopecia and mood swings. In (B)(6)2013, the patient experienced pain in extremity ("pain/fullness in calves"). In (B)(6) 2013, the patient experienced abdominal pain ("persistent abdominal pain"). On (B)(6)2013, the patient experienced cough ("coughing") and sneezing ("sneezing "). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding at times"), myelopathy (seriousness criterion disability) with muscular weakness, panic attack ("panic attacks"), dyspareunia ("extreme pain with intercourse/pain during intercourse/pain with intercourse"), abdominal distension ("bloating"), depression ("depression worsening"), disturbance in attention ("inability to concentrate"), allergy to metals ("hypersensitivity reaction/nickel toxicity from essure") with dysgeusia, vaginal discharge and food allergy, anxiety ("anxiety"), tremor ("shaking legs"), dysgeusia ("weird metallic taste in my mouth that changed the way food tasted"), alopecia ("hair loss") and erythema ("skin redness"). The patient was treated with surgery (exploratory laparotomy,bilateral extraction of essure device,bilateral tubotubo anastomosis and exploratory laparotomy,bilateral extraction of essure device,bilateral tubotubo anastomosis (B)(6)2013). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, myelitis transverse, myelopathy, panic attack, dyspareunia, abdominal distension, disturbance in attention, pain in extremity, tremor, alopecia, cough, sneezing and erythema outcome was unknown, the pelvic pain, abdominal pain lower, abdominal pain, allergy to metals and dysgeusia had resolved and the autoimmune thyroiditis, depression and anxiety was resolving. The reporter provided no causality assessment for dyspareunia, myelopathy and panic attack with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune thyroiditis, cough, depression, device dislocation, device expulsion, disturbance in attention, dysgeusia, erythema, genital haemorrhage, myelitis transverse, pain in extremity, pelvic pain, sneezing and tremor to be related to essure. The reporter commented: patient did retain the essure or any portion of it (unspecified). Plaintiff was admitted in (B)(6)2013 for anxiety attack; 2013 to present for transverse myelitis, 2013 to present for hashimoto's / transverse myelitis / general medicine. Date(s) of insertion: (B)(6)2013 (as per pif discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6)2013: results: negative. Ultrasound pelvis - on an unknown date: confirmed right coil had migrated into uterus.. Ultrasound scan vagina - on an unknown date: essure was not in the correction location in both fallopian tubes. X-ray - on an unknown date: essure was not in the correction location in both fallopian tubes.. Diagnostic results: MRI - a neurological change in the myelin of her spinal cord at t11-t12. Current weight: 175 units not specified. Approximate weight at the time of essure placement: 180 units not specified. On unspecified date, patient had performed vaginal ultrasound. On (B)(6)2013, patient's pre-procedure blood pressure: 108/78 (unit unspecified). Pre-procedure pulse: 66 (unit unspecified). Pre-procedure temperature: 98.3 (unit unspecified). The number of expanded coils that appeared trailing into the uterine cavity was 1 from the first tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032758) on 13-jan-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left sided device is not in the correct position'), device expulsion ('right coil had migrated into my uterus'), pelvic pain ('persistent pelvic pain'), myelitis transverse ('transverse myelitis'), autoimmune thyroiditis ('hashimotos thyroid (autoimmune condition)/ worsening of my autoimmune symptoms') and myelopathy ('neurological change in myelin of my spinal cord at t11-t12') in a 43-year-old female patient who had essure (batch no. A06689) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "the implant on my left side has been rejected by my body". The patient's medical history included uti in (B)(6) 2012, gravida I (live birth: on (B)(6) 2004) in 2004, parity 1 in 2004, polycystic ovarian syndrome and hypothyroidism. Previously administered products included for uti: antibiotics in december 2012; for an unreported indication: bc pills from 2012 to 2013 and mirena from 2002 to 2012. Past adverse reactions to the above products included genital haemorrhage with mirena; and weight increased with bc pills. Concurrent conditions included depression since 2000 and nickel sensitivity. Concomitant products included naltrexone, nicotinic acid (niacin) and thyroid (armour thyroid). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping/lower pelvis/abdomen,specifically right side (persistent pain with bending, sitting, intimacy)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced myelitis transverse (seriousness criterion medically significant) and autoimmune thyroiditis (seriousness criterion medically significant) with muscular weakness, fatigue, asthenia, alopecia and mood swings. In (B)(6) 2013, the patient experienced pain in extremity ("pain/fullness in calves"). In (B)(6) 2013, the patient experienced abdominal pain ("persistent abdominal pain"). On (B)(6) 2013, the patient experienced cough ("coughing") and sneezing ("sneezing "). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding at times"), myelopathy (seriousness criterion disability) with muscular weakness, panic attack ("panic attacks"), dyspareunia ("extreme pain with intercourse/pain during intercourse/pain with intercourse"), abdominal distension ("bloating"), depression ("depression worsening"), disturbance in attention ("inability to concentrate"), allergy to metals ("hypersensitivity reaction/nickel toxicity from essure") with dysgeusia, vaginal discharge and food allergy, anxiety ("anxiety"), tremor ("shaking legs"), dysgeusia ("weird metallic taste in my mouth that changed the way food tasted"), alopecia ("hair loss") and erythema ("skin redness"). The patient was treated with surgery (exploratory laparotomy,bilateral extraction of essure device,bilateral tubotubo anastomosis and exploratory laparotomy,bilateral extraction of essure device,bilateral tubotubo anastomosis (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, myelitis transverse, myelopathy, panic attack, dyspareunia, abdominal distension, disturbance in attention, pain in extremity, tremor, alopecia, cough, sneezing and erythema outcome was unknown, the pelvic pain, abdominal pain lower, abdominal pain, allergy to metals and dysgeusia had resolved and the autoimmune thyroiditis, depression and anxiety was resolving. The reporter provided no causality assessment for dyspareunia, myelopathy and panic attack with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune thyroiditis, cough, depression, device dislocation, device expulsion, disturbance in attention, dysgeusia, erythema, genital haemorrhage, myelitis transverse, pain in extremity, pelvic pain, sneezing and tremor to be related to essure. The reporter commented: patient did retain the essure or any portion of it (unspecified). Plaintiff was admitted in (B)(6) 2013 for anxiety attack; 2013 to present for transverse myelitis, 2013 to present for hashimoto's / transverse myelitis / general medicine. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: results: negative. Ultrasound pelvis - on an unknown date: confirmed right coil had migrated into uterus.. Ultrasound scan vagina - on an unknown date: essure was not in the correction location in both fallopian tubes. X-ray - on an unknown date: essure was not in the correction location in both fallopian tubes. Diagnostic results: MRI - a neurological change in the myelin of her spinal cord at t11-t12. Current weight: 175 units not specified approximate weight at the time of essure placement: 180 units not specified. On unspecified date, patient had performed vaginal ultrasound. On (B)(6) 2013, patient's pre-procedure blood pressure: 108/78 (unit unspecified) pre-procedure pulse: 66 (unit unspecified) pre-procedure temperature: 98.3 (unit unspecified). The number of expanded coils that appeared trailing into the uterine cavity was 1 from the first tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received. New events added: nickel toxicity from essure, shaking legs, weird metallic taste in my mouth that changed the way food tasted, hair loss, sneezing, coughing, and skin redness. Concomitant drugs added. Medical history updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032758) on 13-jan-2014. The most recent information was received on 15-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left sided device is not in the correct position'), device expulsion ('right coil had migrated into my uterus'), pelvic pain ('persistent pelvic pain'), myelitis transverse ('transverse myelitis'), autoimmune thyroiditis ('hashimotos thyroid (autoimmune condition)/ worsening of my autoimmune symptoms') and myelopathy ('neurological change in myelin of my spinal cord at t11-t12') in a 43-year-old female patient who had essure (batch no. A06689) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "the implant on my left side has been rejected by my body". The patient's medical history included uti in (B)(6) 2012, gravida I (live birth: on (B)(6) 2004) in 2004, parity 1 in 2004, polycystic ovarian syndrome and hypothyroidism. Previously administered products included for uti: antibiotics in (B)(6) 2012; for an unreported indication: bc pills from 2012 to 2013 and mirena from 2002 to 2012. Past adverse reactions to the above products included genital haemorrhage with mirena; and weight increased with bc pills. Concurrent conditions included depression since 2000 and nickel sensitivity. Concomitant products included naltrexone, nicotinic acid (niacin) and thyroid (armour thyroid). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping/lower pelvis/abdomen,specifically right side (persistent pain with bending, sitting, intimacy). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced myelitis transverse (seriousness criterion medically significant) and autoimmune thyroiditis (seriousness criterion medically significant) with muscular weakness, fatigue, asthenia, alopecia and mood swings. In (B)(6) 2013, the patient experienced pain in extremity ("pain/fullness in calves"). In (B)(6) 2013, the patient experienced abdominal pain ("persistent abdominal pain"). On (B)(6) 2013, the patient experienced cough ("coughing") and sneezing ("sneezing "). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital hemorrhage ("heavy bleeding at times"), myelopathy (seriousness criterion disability) with muscular weakness, panic attack ("panic attacks"), dyspareunia ("extreme pain with intercourse/pain during intercourse/pain with intercourse"), abdominal distension ("bloating"), depression ("depression worsening"), disturbance in attention ("inability to concentrate"), allergy to metals ("hypersensitivity reaction/nickel toxicity from essure") with dysgeusia, vaginal discharge and food allergy, anxiety ("anxiety"), tremor ("shaking legs"), dysgeusia ("weird metallic taste in my mouth that changed the way food tasted"), alopecia ("hair loss") and erythema ("skin redness"). The patient was treated with surgery (exploratory laparotomy,bilateral extraction of essure device,bilateral tubotubo anastomosis and exploratory laparotomy,bilateral extraction of essure device,bilateral tubotubo anastomosis (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, genital hemorrhage, myelitis transverse, myelopathy, panic attack, dyspareunia, abdominal distension, disturbance in attention, pain in extremity, tremor, alopecia, cough, sneezing and erythema outcome was unknown, the pelvic pain, abdominal pain lower, abdominal pain, allergy to metals and dysgeusia had resolved and the autoimmune thyroiditis, depression and anxiety was resolving. The reporter provided no causality assessment for dyspareunia, myelopathy and panic attack with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune thyroiditis, cough, depression, device dislocation, device expulsion, disturbance in attention, dysgeusia, erythema, genital hemorrhage, myelitis transverse, pain in extremity, pelvic pain, sneezing and tremor to be related to essure. The reporter commented: patient did retain the essure or any portion of it (unspecified). Plaintiff was admitted in (B)(6) 2013 for anxiety attack; 2013 to present for transverse myelitis, 2013 to present for hashimoto's / transverse myelitis / general medicine. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: results: negative. Ultrasound pelvis - on an unknown date: confirmed right coil had migrated into uterus. Ultrasound scan vagina - on an unknown date: essure was not in the correction location in both fallopian tubes. X-ray - on an unknown date: essure was not in the correction location in both fallopian tubes. Diagnostic results: MRI - a neurological change in the myelin of her spinal cord at t11-t12. Current weight: 175 units not specified. Approximate weight at the time of essure placement: 180 units not specified. On unspecified date, patient had performed vaginal ultrasound. On (B)(6) 2013, patient's pre-procedure blood pressure: 108/78 (unit unspecified). Pre-procedure pulse: 66 (unit unspecified). Pre-procedure temperature: 98.3 (unit unspecified). The number of expanded coils that appeared trailing into the uterine cavity was 1 from the first tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of product technical complaint. Process with follow up numbers 13 and 14 received on 23-mar-2020. On 23-mar-2020: social media content received : reporter added. Process with follow up numbers 12 received on 15-apr-2020 and 14 received on 23-mar-2020. On 23-mar-2020: social media content received : reporter added. Process with follow up numbers 12 received on 15-apr-2020 and 13 received on 23-mar-2020. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032758) on 13-jan-2014. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), genital haemorrhage ("heavy bleeding at times"), myelitis transverse ("transverse myelitis"), autoimmune thyroiditis ("hashimotos thyroid (autoimmune condition)/ worsening of my autoimmune symptoms") and myelopathy ("neurological change in myelin of my spinal cord at t11-t12") in a (B)(6) female patient who had essure (batch no. A06689) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "the implant on my left side has been rejected by my body". The patient's past medical history included gravida I (live birth: on (B)(6) 2004) in 2004 and parity 1 in 2004. Previously administered products included for an unreported indication: bc pills from 2012 to 2013 and mirena from 2002 to 2012. Past adverse reactions to the above products included genital haemorrhage with mirena; and weight increased with bc pills. Concurrent conditions included depression since 2000 and nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("cramping/lower pelvis/abdomen,specifically right side (persistent pain with bending, sitting, intimacy)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced myelitis transverse (seriousness criterion medically significant) and autoimmune thyroiditis (seriousness criterion medically significant) with muscular weakness, fatigue, asthenia, alopecia and mood swings. In (B)(6) 2013, the patient experienced pain in extremity ("pain/fullness in calves"). In (B)(6) 2013, the patient experienced abdominal pain ("persistent abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), myelopathy (seriousness criterion disability) with muscular weakness, panic attack ("panic attacks"), dyspareunia ("extreme pain with intercourse/pain during intercourse/pain with intercourse"), abdominal distension ("bloating"), depression ("depression worsening"), disturbance in attention ("inability to concentrate"), allergy to metals ("hypersensitivity reaction") with dysgeusia, parosmia and food allergy, anxiety ("anxiety") and investigation noncompliance ("essure confirmation test not done"). The patient was treated with surgery (essure device removal). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and allergy to metals had resolved and the genital haemorrhage, myelitis transverse, autoimmune thyroiditis, myelopathy, panic attack, dyspareunia, abdominal distension, depression, disturbance in attention, pain in extremity, anxiety and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, autoimmune thyroiditis, depression, disturbance in attention, genital haemorrhage, investigation noncompliance, myelitis transverse, pain in extremity and pelvic pain to be related to essure. The reporter provided no causality assessment for dyspareunia, myelopathy and panic attack with essure. The reporter commented: patient did retain the essure or any portion of it (unspecified). Plaintiff was admitted in (B)(6) 2013 for anxiety attack; 2013 to present for transverse myelitis, 2013 to present for hashimoto's / transverse myelitis / general medicine. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. MRI - a neurological change in the myelin of her spinal cord at t11-t12. Current weight: (B)(6) units not specified. Approximate weight at the time of essure placement: (B)(6) units not specified. On unspecified date, patient had performed vaginal ultrasound. On (B)(6) 2013, patient's pre-procedure blood pressure: 108/78 (unit unspecified) pre-procedure pulse: 66 (unit unspecified). Pre-procedure temperature: 98.3 (unit unspecified). The number of expanded coils that appeared trailing into the uterine cavity was 1 from the first tube. Most recent follow-up information incorporated above includes: on 15-nov-2017: plaintiff fact sheet received: new reporter added, patient demographic information, relevant history, lab data, product indication, essure dates updated. New events persistent pelvic/abdominal pain, extreme fatigue, metallic taste, cramping, bloating, heavy bleeding at times, hair falling out, mood swings, inability to concentrate, transverse myelitis, pain/fullness in calves fatigue, lower pelvis/abdomen, specifically right side (persistent pain with bending, sitting, intimacy), allergic to nickel (nickel allergy-skin breaks out/cracks/welts with cheap jewelry), multiple food allergies and hashimotos thyroid (autoimmune condition)/ worsening of my autoimmune symptoms were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 16-nov-2017: processed with follow up number 3 dated 15-nov-2017, medical record received. Reporter healthcare professional added, patient¿s demographic details, relevant history and lab data updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. This case was initially received via regulatory authority food and drug administration (reference number: mw5032758) on 13-jan-2014. The most recent information was received on 15-nov-2017.